Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the pcb therapy board assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not turn on with battery power. There was no pt use associated with the reported incident.